Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user encountered an issue where a specific medication could not be removed from the station. A technical support specialist (tss) confirmed that the medication and order identification (ID) provided by the customer were not displayed because the order had been discontinued and the patient discharged prior to the procedure. The submitted order for medication ID end date on the device was matching with the discharge time on the associated visit ID. The device¿s discharge delay hours setting of 2 allowed medication removal for up to two hours post-discharge, which explained the behavior. The system functioned as intended after the technical support specialist verified the issue with the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to remove a specific medication from the station. The customer stated that this malfunction occurred while dispensing the medication and that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.